Event description:
Pt turned prone onto bolster for procedure. While positioning pt into mayfield base unit skull clamp pin slipped causing a laceration. Headrest slipping, appears to be locked but when flexing pt into position it slips.